Event description:
The customer reported that they were unable to switch to pads during an event.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation. A f/u will be submitted, upon completion of the investigation.